Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 146 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl. Cause was not known. Reportedly, the customer addressed elevated glucose levels with an alternate method of insulin therapy.